Event description:
The customer reports that when the package was opened the spring wire guide was found kinked.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing a guide wire and lidstock for evaluation. There was no evidence of use on any of the returned components. The guide wire was observed to have a one kink towards the distal end of the guide wire body. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The straightener tube was observed to be disconnected from the advancer tube. It was observed to be forced apart. The tip of the straightener tube had slight damage on one side. This damage was most likely caused by the wire kinking over the straightener tube tip. According to the product drawing, this particular guide wire assembly does not include an end cap that protects the j-bend of the wire. The damage observed on the wire, the tip of the straightener tube, and the straightener tube disconnected from the advancer tube, is all consistent to damage caused by shipping and distribution. The kink is the wire measured 26mm from the distal tip. The overall length of the guide wire measured 602mm which is within specification of 596-604mm per product drawing. The outer diameter of the wire measured .796mm which is within specification of .788-.826mm per product drawing. The undamaged portion of the guide wire was able to pass through an inventory ars and inventory introducer needle with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The customer complaint of a kinked guide wire prior to use was confirmed through this investigation. The guide wire was observed to have a one kink towards the distal end of the guide wire body. Both welds were present and were observed to be full and spherical. The straightener tube was observed to be disconnected from the advancer tube. The straightener tube that connects to the advancer tube appeared to be forced apart. The tip of the straightener tube had slight damage on one side. This damage was most likely caused by the wire kinking over the straightener tube tip. The returned guide wire passed all relevant functional and dimensional specifications and a device history review was completed with no relevant findings. The damage observed on the wire, the tip of the straightener tube, and the straightener tube disconnected from the advancer tube, is all consistent to damage caused by shipping and distribution. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when the package was opened the spring wire guide was found kinked.